Manufacturer narrative:
One cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in a good condition. Event history log review was performed and found no evidence of reported problem. Visual inspected the pump and found no damage. The customer's stated problem was not verified. Inspected the pump and found no damaged to the device. Customer reported lost programming; however, the pump event log was download and found no issue or lost programing. The pump also passed functional test. No problem found. The root cause of the reported issue is unknown.

Event description:
Information was received that this smiths medical cadd solis vip pump lost programming. It was not specified whether this occurred during infusion or interrupted therapy. No reported adverse effects.